Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device does not properly mesh. The event timing was during kit inspection. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the device was not properly meshing; device failed the test mesh during device evaluation. The cutter and side plate were replaced and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.